Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose readings of 475 mg/dl. Customer stated that they delivered a bolus and there was insulin that spilled outside the insulin pump. Customer's current blood glucose reading is 130 mg/dl. Customer stated that the reservoir was fine. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned noticing air bubbles in the tubing as well as dark spots and a bent. The high pressure test was also completed and passed. Customer mentioned that the insulin pump was dropped on a tile floor of the bathroom. Self test was performed and passed. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Multiple boluses were programmed and properly delivered. No bubbles were noted in the test reservoir during testing. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads. The pump was received without a cannula set. Unable to confirm the cannula anomaly. No moisture damage was noted on the motor assembly or electronic assembly during visual inspection.